Manufacturer narrative:
Manufacturer's investigation conclusion: review of the photograph submitted by the account and device history record (DHR) documentation confirmed the report that the product label applied on the received packaging for pedivas blood pump appeared different than abbott¿s approved labeling applied at manufacturing and revealed that the use by date was modified to a later date. On (B)(6) 2020, the physician reported concerns regarding the labels applied on the packaging of centrimag products that had been received at the hospital. It was stated that the product labels appeared different than the labels applied on centrimag packaging previously received at the hospital. The physician submitted photographs of four blood pump cases, one of which was identified as centrimag blood pump per the information printed on the pump case label. The pump case and internal contents for pedivas blood pump were not returned to abbott for evaluation and it was reported that the product was not available for further on-site investigation. When the photograph of the pump case label submitted by the account was compared to the manufactured product labels scanned within the DHR for pedivas blood pump multiple discrepancies were identified. Most notable, the use by date on the altered pump case label was modified from the correct date of 2019-03-31 to the later date of 2021-12-31. Other discrepancies included the alteration of the thoratec corporation text and logo, missing printed product label document number, alteration of symbol appearance, and differing text spacing and spelling. A complete review of the device history record, including the verification of proper packaging and labeling, revealed that pedivas blood pump, was manufactured in accordance with manufacturing and quality assurance specifications. Review of the DHR revealed that each respective label for the pump case, unit box, and outer tray were correctly manufactured with the intended use by date of 2019-03-31. The evaluation determined that no errors occurred during manufacturing and the label applied on the received packaging for pedivas blood pump was manipulated after the product was shipped from the abbott mcs zurich facility. However, the evaluation could not conclusively determine specifically when or where the label manipulation occurred. Abbott issued a recommendation to the customer not to use the product. The ous pedivas blood pump IFU explains that the pedivas blood pump is sterile in an unopened and undamaged unit package. The package containing the blood pump should be inspected prior to use for any damage to the sterile barriers. The package seals should be intact to ensure sterility. Do not use the blood pump if the package is damaged or if the ¿use before¿ date on the package has past or expired. This document also instructs the user to check the date and integrity of the sterile pedivas blood pump package and warns that a back-up sterile pedivas blood pump circuit and components must always be available. In addition, the IFU includes a table showing all of the symbols used on the pedivas blood pump package and their description. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Labeling concern was reported, that the labels are different from usual labels received. No further information was provided.